Manufacturer narrative:
No evaluation has been performed as the reported issue was resolved via phone call with technical services (ts). Additionally no recurrences of the issue have been reported. Issue resolved on call.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would intermittent switch between normal operating functions, 2d mode and standalone mode. The imaging system was unable to perform 3d image acquisitions. Restarting the imaging system resolved the reported issue and the site continued with the procedure. There was a reported delay to the procedure of twenty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.